Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side creases. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.